Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 426 mg/dl and today it was 500 mg/dl. The customer took regular corrections, but has not gotten under control and then treated with the syringe , the blood glucose went down to 181 mg/dl. The customer also reported that, the insulin pump was beeping and vibrating. The customer was not able to troubleshoot for the high blood glucose. The device will not be returned for analysis.